Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported right iliac artery sac growth was unconfirmed due to a lack of comparative imaging. However, based on the medical images received it was determined that there was no type ib endoleak as the sac expansion was not filling the abdominal aneurysm sac. Device, user, procedure or anatomy relatedness of this event could not be determined. The final patient status was discharged on post-operative day four home. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation prime abdominal stent graft system (sgs) and one additional ovation prime iliac limbs were implanted to treat an abdominal aortic aneurysm. Approximately five (5) years post initial procedure, the patient presented with a right side common iliac aneurysm located distal to the implanted ovation graft. Re-intervention was performed. An additional ovation ix limb and a non-endologix (atrium icast) stents were implanted on the right side to extend and preserve the right hypogastric artery. The re-intervention was successful and the patient is recovering well. The date of event is best estimate based on the awareness date.